Manufacturer narrative:
Results: the pet lock was broken and retracted on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 65.0 and 126.0 cm from the proximal end. The pull wire was retracted out of its distal detachment tip (ddt), and the embolization coil was detached from the pusher assembly. The embolization coil had offset coil winds throughout its length. Conclusions: evaluation of the returned pod pc revealed that the pet lock was broken and retracted on the proximal end of the pusher assembly. If this occurs, the pull wire may retract out of the ddt, and the embolization coil will detach from its pusher assembly. Further evaluation of the returned pod pc revealed offset coil winds along the length of the embolization coil and kinks in the pusher assembly. These damages may have occurred during forceful advancement against resistance or may be incidental to the reported complaint and may have occurred due to packaging of the device for return. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using pod packing coils (pod pc) and lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician experienced resistance while advancing a pod pc in the middle of the lantern and, therefore, the physician decided to remove the pod pc. However, upon retraction, the pod pc unintentionally detached inside of the lantern. Therefore, the lantern was removed containing the detached pod pc. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.